Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days after implant of the cardiac resynchronization therapy pacemaker (crt-p) system, the patient present ed to the emergency department with left sided chest pain and difficulty breathing. An examination revealed pericarditis with a small concentric pericardial effusion. The patient was treated with an anti-inflammatory and the crt-p system remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.